Manufacturer narrative:
UDI # unknown. (B)(4). A review of the device history record is not possible as no lot number was provided. The sample was returned for evaluation. One used sample was received for the 7.5mm endotracheal tube. No packaging was received. The product does not contain a lot number identification. There is some buildup of biologic matter inside the tube. The complaint information does not indicate the size suction catheter that was used with the 7.5mm microcuff et tube. The suction catheter was attached to the green endotracheal tube adapter. The catheter tubing was fully advanced. There was no resistance felt during catheter advancement. No obstruction was encountered. The attachment of the cuff inflation line was examined under magnification. There is no visible lumen encroachment. The reported failure was not reproduced in the lab. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). .

Event description:
It was reported during the night shift rounds that an intubated patient's tube was kinked. The closed suction catheter was difficult to pass through the endotracheal tube and the patient was re-intubated. After re-intubation an x-ray confirmed the catheter was 5 cm above the carina which is standard practice. No further information was provided.